Event description:
It was reported that a female patient was allegedly observed on two occasions entrapped between the mattress and the right side rail. According to a nurse from the healthcare facility, the patient was also allegedly observed on a third occasion entrapped between the mattress and side rail, however, the nurse did not indicate the side of the bed on which the patient was found. According to the nurse, the healthcare facility has a policy on the use of restraints; however, restraints were not used at the time the alleged events occurred, and only three side rails were in use. The nurse stated that there was no injury to the patient.

Manufacturer narrative:
The kinair medsurg was returned to the kci service center and evaluated by a service consultant. The service consultant determined that the left side rail at the head-end of the bed was bent outwards. From the details provided by the healthcare facility nurse, it is unclear whether the patient was observed entrapped on the side of the kinair medsurg with the damaged side rail. It was also unclear when the damage to the bed side rail occurred. The unit was tested per quality control procedures on 12/11/2008 prior to delivery to hospital, and the unit met specifications. Kinair medsurg labeling cautions "whether and how to use side rails or other restraints are decisions that should be based on each patient's individual needs, and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Consider not only the clinical and other needs of the patient but also the risks of death or serious injury from falling out of bed and from patient entrapment in or around the side rails, restraints or other accessories" and to "monitor restrained patients frequently to guard against patient entrapment and migration." In addition, kinair medsurg labeling also states, "as with all specialty bed products that are designed to reduce shear and pressure on the patient's skin, the risk of gradual movement and/or sinking into hazardous positions of entrapment and/or inadvertent bed exit may be increased.